Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer removed the back panel to assess the drawer. The drawer was swapped with a replacement from on-site parts. All functions normally after the drawer swapped. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, the drawer had failed. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.